Event description:
It was reported the patient experienced no stimulation. Impedance readings were>3600 ohms. Group impedance on all bipolar pairs were all>3600 ohms and at 6 volts. Not known incident was related to the event. The patient was scheduled for a revision. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.